Manufacturer narrative:
The reported oad and guide wire were received at csi for analysis. Visual examination identified a driveshaft filar protruding from the saline sheath. There were no missing filar fragments. Holes were also observed along the saline sheath, likely from the damaged driveshaft spinning within the sheath. There was no damage observed with the oad handle or guide wire. The wire was removed with resistance from the oad. Scanning electron microscopy analysis of the fractured filar faces identified evidence of fatigue. At the conclusion of the device analysis, the report that the device was stuck on the wire and the driveshaft was damaged was confirmed. It was hypothesized that a compressive force was applied on the sheath while spinning, which caused an elevated stress environment resulting in the eventual driveshaft damage, however this was not confirmed and the root cause of the damage remains unknown. Follow up attempts for the physician opinion regarding the blood backing up were made, but could not be obtained. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The stealth peripheral orbital atherectomy device was operated for three treatment passes and became stuck on the guide wire. The oad and wire were removed and a pinhole was observed on the outside of the sheath. Blood was also observed within the driveshaft, near the pinhole. The procedure was completed with percutaneous transluminal angioplasty.

Event description:
The stealth peripheral orbital atherectomy device was operated for three treatment passes and became stuck on the guide wire. The oad and wire were removed and a pinhole was observed on the outside of the sheath. The procedure was completed with percutaneous transluminal angioplasty.

Manufacturer narrative:
The reported oad and guide wire were received at csi for analysis. Visual examination identified a driveshaft filar protruding from the saline sheath. There were no missing filar fragments. Holes were also observed along the saline sheath, likely from the damaged driveshaft spinning within the sheath. There was no damage observed with the oad handle or guide wire. The wire was removed with resistance from the oad. Scanning electron microscopy analysis of the fractured filar faces identified evidence of fatigue. At the conclusion of the device analysis, the report that the device was stuck on the wire and the driveshaft was damaged was confirmed. It was hypothesized that a compressive force was applied on the sheath while spinning, which caused an elevated stress environment resulting in the eventual driveshaft damage, however this was not confirmed and the root cause of the damage remains unknown. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).